Event description:
The customer reported that the pump battery was depleting too quickly, which resulted in a shutdown of the pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was educated on how the system resets insulin on board and max hourly bolus when the pump shuts down and was able to resume insulin delivery.